Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient experienced a pneumothorax. On 04-apr-2022, intuitive surgical inc. (Isi) contacted the physician of this procedure to obtain additional information: the pneumothorax was identified intra-procedurally with fluoroscopy and cone beam CT. The physician does not believe an ion product caused or contributed to the pneumothorax. The physician indicated that the cause of the pneumothorax was due to "peep and positive pressure ventilation." The physician said the pneumothorax occurred prior to any biopsies or sampling and occurred during the navigation portion of the procedure. The physician said they believe this pneumothorax would have occurred if this procedure were performed via another modality. The target lesion was 15mm and was 10mm away from the pleura. This lesion was location in the left upper lobe. The pneumothorax was noted to be large, and improved immediately upon placement of a chest tube. The patient did not experience any symptoms due to this pneumothorax. The complication had no effect on the patient's blood pressure or oxygenation. The patient was never considered medically unstable. The patient was hospitalized for over 24 hours for the pneumothorax and for a new diagnosis of a cryptococcal infection. According to the physician, the infection was identified due to the successful sampling obtained during the procedure and after managing the pneumothorax. The chest tube was placed for the purpose of resolving the pneumothorax. The patient is reportedly stable with the pneumothorax resolved. The patient is receiving treatment for their infection.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was submitted for review. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient was found to have a pneumothorax. The patient received a chest tube placement to resolve the pneumothorax and was hospitalized for more than 24 hours.